Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. The reason for reoperation is: "pain" and "suspects rupture of right implant."

Event description:
Patient reported right side "pain" and "suspects rupture of right implant." The device remains implanted.